Event description:
It was reported that the customer's time was incorrect due to customer not appropriately adjusting the time on the pump when needed. Due to the time being off the sleep setting did not turn on when the customer expected it to which led to the customer's bg decreasing to display as ¿low¿, although specific value was not provided. The customer¿s spouse provided juice and crackers to address the decreased bg.